Event description:
Blood glucose test was performed and the result was 475mg/dl. The customer was having low blood symptoms. An ambulance was called, when paramedics arrived 10 minutes later the customers blood glucose was 30mg/dl. The customer was taken to the hospital where blood glucose was 30mg/dl. The customer was given IV and orange juice. No controls were in use and the customer was using expired glucose strips. A request was made for the return of the suspect device and replacement product was sent.